Event description:
It was reported that during a ptca/stenting treatment procedure the maverick2 monorail balloon ruptured at 6-8 atm's on the second inflation. (The initial inflation was also to 6 atm's.) The patient was asymptomatic during this event. The lesion being treated was a calcified and 99% stenotic lesion in a slightly tortuous distal circumflex coronary artery. The maverick2 monorail balloon catheter was removed and replaced with another maverick2 balloon catheter to successfully complete the nir stent placement procedure. Patient status is reported as 'good'.